Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product was never returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, blood was noted to have contaminated the body of the lead. The physician believed the lead was fractured so it was explanted and replaced prior to pocket closure. The lead was never in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection indicated the lead was severed approximately 95 millimeters from the terminal pin, with only the proximal segment being returned. The returned segment passed continuity testing which confirmed it was electrically continuous. The allegation made against the lead could not be confirmed through analysis of the returned segment.

Event description:
Boston scientific received information that during an implant procedure, blood was noted to have contaminated the body of the lead. The physician believed the lead was fractured so it was explanted and replaced prior to pocket closure. The lead was never in service and there were no adverse patient effects reported.